Event description:
In 2002 the end-user called medtronic minimed and stated that bg's was high due to the fact that the infusion set was leaking. On february 02, 2003 maersk medical a/s received the complaint and 1 used infusion set. The near-incident/malfunction took place in USA.